Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: october 30, 2013. Part 313.939, lot 7480143 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: this complaint is confirmed, but not consistent with the reported condition. The returned screwdriver blade with lot 5333391 has all 4 cruciform tips sheared off. The sheared off fragments were not returned for evaluation. The other returned screwdriver blade with lot 7480143 has all four cruciform tips bent approximately 45 degrees in the direction of resistance met during screw insertion. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. These devices are used across various plating procedures. The titanium sternal fixation system technique guide and the intermaxillary fixation (imf) screw set were reviewed and addressed recommended use. A review of the manufactured revisions and current design drawing for the screwdriver blade was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The damage observed on the devices is consistent with the application of significant torque beyond the yield strength of the broken screwdriver blade and beyond the plastic deformation limit of the bent screwdriver blade. Given the unknown circumstance as the time of the damage a root cause could not be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 4/3.0mm cruciform screwdriver blades with hex couplings will no longer engage or hold the intermaxillary fixation (imf) screws. This was found while during inventory in sterile processing. There was no patient involvement and no procedure. When the device was evaluated by the manufacturer, it was noted that one screwdriver blade (lot 5333391) had all four cruciform tips sheared off and the other (lot 7480143) has all four cruciform tips bent approximately 45 degrees in the direction of resistance met during screw insertion. Concomitant devices reported: intermaxillary fixation (imf) screws (part unknown, lot unknown, quantity unknown). This is report 2 of 2 for (B)(4).